Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer acknowledged the alarm was valid as they had removed the cartridge during pumping. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer continued using the pump for insulin therapy.